Event description:
There was not a specific event involving a patient. We have discovered a design issue with the zoll medical r series defibrillators. Our facility has purchased 75 of these defibrillators which were placed on the nursing units one month ago. Since that time we have noted several issues (1) zoll has supplied non hospital grade pigtail extensions, (2) there is no locking device for the pigtail extension to the defibrillator, thus the connection is regularly being inadvertently disconnected and (3) the pigtail extension does not properly connect with the hospital grade gray power cord. All of the components in this report are original equipment issued from the manufacturer. First, in zoll¿s assembly recommendations, we followed the instructions that tell us to place the pigtail extension between the defibrillator and the hospital grade ac power cord (clearly marked hospital grade). This pigtail extension is 12 inches in length. But nowhere on the pigtail extension itself does it indicate that it is hospital grade. All hospital equipment used on patients must be powered by a hospital grade power cord per our facility policy. Zoll has informed us that this pigtail is not hospital grade. We are not sure of the purpose of this pigtail extension. The second issue, there have been 9 trouble calls in our hospital where the pigtail extension is coming loose from the inlet receptacle on the defibrillator and is not charging the defibrillator battery. These problems were noted by nurses during daily defibrillator inspections. As an acting strain relief, a tie wrap was provided by the manufacturer along with illustrations on assembling the tie wrap to the unit to hold the pigtail extension. These were assembled prior to placing the defibrillators on the nursing units. However, this tie wrap does not sufficiently hold the pigtail extension in place to the (iec receptacle) defibrillator causing it to come loose and not charge. Third, we have also noticed the pigtail extension does not connect properly with the gray power cord. There is a 1/16 inch gap between the two connections and it appears the gray cord has a longer molded body which exceeds the female end of the pigtail cable. Manufacturer response (as per reporter) for defibrillator, r series defibrillator: our director of bio medical has contacted the manufacturer to discuss our concerns. We have been informed by zoll that they have received similar complaints of these issues from other facilities.

Event description:
There was not a specific event involving a patient. We have discovered a design issue with the zoll medical r series defibrillators. Our facility has purchased 75 of these defibrillators which were placed on the nursing units one month ago. Since that time we have noted several issues (1) zoll has supplied non hospital grade pigtail extensions, (2) there is no locking device for the pigtail extension to the defibrillator, thus the connection is regularly being inadvertently disconnected and (3) the pigtail extension does not properly connect with the hospital grade gray power cord. All of the components in this report are original equipment issued from the manufacturer. First, in zoll's assembly recommendations, we followed the instructions that tell us to place the pigtail extension between the defibrillator and the hospital grade ac power cord (clearly marked hospital grade). This pigtail extension is 12 inches in length. But nowhere on the pigtail extension itself does it indicate that it is hospital grade. All hospital equipment used on patients must be powered by a hospital grade power cord per our facility policy. Zoll has informed us that this pigtail is not hospital grade. We are not sure of the purpose of this pigtail extension. The second issue, there have been 9 trouble calls in our hospital where the pigtail extension is coming loose from the inlet receptacle on the defibrillator and is not charging the defibrillator battery. These problems were noted by nurses during daily defibrillator inspections. As an acting strain relief, a tie wrap was provided by the manufacturer along with illustrations on assembling the tie wrap to the unit to hold the pigtail extension. These were assembled prior to placing the defibrillators on the nursing units. However, this tie wrap does not sufficiently hold the pigtail extension in place to the (iec receptacle) defibrillator causing it to come loose and not charge. Third, we have also noticed the pigtail extension does not connect properly with the gray power cord. There is a 1/16 inch gap between the two connections and it appears the gray cord has a longer molded body which exceeds the female end of the pigtail cable. Manufacturer response (as per reporter) for defibrillator, r series defibrillator: our director of bio medical has contacted the manufacturer to discuss our concerns. We have been informed by zoll that they have received similar complaints of these issues from other facilities.